Manufacturer narrative:
Patient city: (B)(6). Patient country: spain.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that, the patient experienced issue of infusion set tubing detachment on (B)(6) 2024. The set has been in use for 1 day before it got detached, while taking a shower. No further information available.